Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms described as nausea, "strange feelings", weakness, and other unspecified symptoms. The customer was able to remove the adc device and replace with a replacement. The customer self-treated with glucose initially and was subsequently provided unspecified treatment from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.